Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after insertion of the intraocular lens (iol) into the patient''s eye, the doctor observed a scratch mark on the optic, under the microscope. The lens was removed and replaced. The operation was completed safely using the another lens, the same model, a pcb00v. No patient injury was reported.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation but not the insertion system. Visual inspection at 10x microscope magnification revealed scratches were observed on the lens optical zone. The reported complaint issue was verified. Manufacturing records were reviewed and the devices were manufactured within specifications. The units were released according to specification. No non-conformance report (ncr) associated with this production order was found. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the pcb00v devices. Based on the manufacturing controls review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.